Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the surgeon believed the device was not sealing. It is unk if end tones or regrasp alarms were heard. The pt was reported to have experienced post-operative bleeding. The pt was treated with medication and is reported to be in fine condition.